Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was found collapsed and in cardiac arrest one day after implant. The patient was brought in, intubated and put on a ventilator. Testing showed the right ventricular (rv) lead had dislodged and there were high thresholds with a decrease in pace impedances. The rv lead was then repositioned successfully and remains in service. It was noted that prior to going into cardiac arrest, the patient had been feeling great and was extremely active, which was thought to have led to the dislodgement. There were no additional adverse patient effects.